Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), product type: lead; product ID: 977a275, serial# (B)(4), product type: lead; product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial#: unknown, product type: accessory; product ID: 97745, serial#: unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2021, via a manufacturer representative from a patient who is implanted with an implantable neurostimulator (ins). It was reported that patient stated is not getting any relief from his spinal cord stimulation. Pt has not had relief the entire time he has had the system implanted. He said he has been working with another, but nothing has helped. He also has a lot of difficulty charging his device. A new charging paddle has been sent to him in the past, but he is still having difficulty. They were meeting to check out the system because the patient had a bad fall. Patient and his wife feel the device is no longer laying flat in the pocket, so they were afraid something could be disconnected or broken. A manufacturer representative met with patient and checked connectivity and impedances. No connectivity issues and all impedances were within normal limits. Checked recharging report because patient described difficulty charging. Patient gets excellent coupling most of the time. Last charging session he had to stop in the middle and recharge his patient controller. He also gets an error message and then has to take the battery out of the patient controller and put it back in because the controller ¿freezes¿ or keeps searching for his device. It was reviewed that the patient would like to set up an appointment with a skilled manufacturer representative for reprogramming as the patient was still not receiving efficacy. Additional information received from the manufacturer representative on 2021-sep-25 reported that the system seemed to be operating fine. Reprogramming was done and the patient reported getting some relief. Charging education was reviewed. The implant appeared to be laying flat and the patient was doing better. A manufacturer representative reported on (B)(6) 2021 that the system was explanted and was returned for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID# 97716, serial # (B)(6) was returned for analysis. Analysis found no significant anomalies with the ins and the ins passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.